Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer failed to print and did not recognize its own printer. The customer tried hard/soft reboot and recover the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device printer failed to print and did not recognize its own printer. A field service engineer (fse) replaced the printer, initially found it was not recognized by the system, later confirmed detection, and installed the required drivers with assistance from the customer support center. The system functioned as intended after the field service engineer repaired the device.